Event description:
A male patient contacted lifecor customer support to report that neither battery pack would stay firmly latched in the monitor. Support replaced the monitor and both battery packs.

Manufacturer narrative:
Monitor 2006. Battery pack 2005. Device evaluation summary: device evaluation of monitor, battery pack, and battery pack have been completed. The reported problem was confirmed. The cause of the battery pack not fitting into the monitor was due to a damaged connector pin on the battery pack. The battery pack was repaired. Then it was retested and restocked. The root cause of the bent contact cannot be positively identified, but was likely due to a slight connector misalignment when the battery pack was inserted into either the monitor or the battery charger. Monitor and battery pack were tested and were found to be fully functional. They were restocked. No adverse event resulted from the damaged battery pack. The patient received two replacement battery packs and a replacement monitor.